Event description:
Obtaining a blood glucose result of 236 mg/dl, while using the suspect device. Patient reportedly retested blood glucose 7 minute later, using the suspect device, and obtained a result of 122 mg/dl. Patient indicated that no action was taken based on the device results. No patient injury was reported and no treatment was received. Patient noted that a level-one control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.